Event description:
It was reported that the caller experienced a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the same cartridge, and they were instructed by technical support to call if the error reoccurs.